Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported the hospitalization due to high blood glucose. The current blood glucose reading is 488 mg/dl. Customer has has treated with the insulin pump. The blood glucose reading at the time of the event was 650 mg/dl to 700 mg/dl. Customer was vomiting and thirsty. Diagnosed diabetic ketoacidosis. During troubleshooting, time and date are incorrect. Corrected the time. Customer stated that her clock is always running behind. Advised that the insulin pump will be replaced. Nothing further reported.